Event description:
It was reported that during routine follow-up the implantable cardioverter defibrillator (ICD) displayed an alert due to high out-of-range right ventricular (rv) pace impedance (greater than 3,000 ohms). Review of the rv lead trend showed that the impedance increase had occurred not long after implant. The shock impedance was within normal limits. X-ray was performed; however, the cause of the issue was not determined. The physician elected to try to reposition the lead which was not successful. The patient subsequently underwent lead replacement without complication. The lead is expected to be returned.